Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported to dräger that there was a shutdown of the electrical energy supply in the hospital and, the ventilator continued operation on internal battery. The battery however was depleted quickly leading to complete power loss of the device. As per report, the users connected the patient immediately to another ventilator; no patient consequences have occurred.

Manufacturer narrative:
The device is not under a service contract; the local dräger s&s organization was not involved in examination and repair of the device. Dräger contacted the user facility to obtain additional information. It was reported that the device is back in use again after replacement of the internal battery performed by the hospital¿s biomedical department. It was stated that the battery was overaged at the time of event. The internal battery shall be checked in regular intervals and replaced in a two-year cycle. The entire device is 5.5 years old; it cannot be excluded that it was still equipped with the original battery installed at the time of manufacture. The device clearly indicates via dedicated leds whether it is being operated on mains or battery. Residual capacity is being displayed continuously and, depletion alarms will be generated at 20% and 10% remaining capacity. Due to ageing, the battery runtime forecast may have been imprecise leading to unexpected early depletion. Dräger concludes that maintenance jam was a contributing factor in the event. The single-fault condition of mains power loss for whatever reason will be covered by the internal battery which takes over the energy supply of the device without delay. The hospital decided to perform maintenance and service on own behalf and responsibility and thus, checking the availability of risk mitigation measures like proper battery condition is not under manufacturer¿s control.

Event description:
It was reported to dräger that there was a shutdown of the electrical energy supply in the hospital and, the ventilator continued operation on internal battery. The battery however was depleted quickly leading to complete power loss of the device. As per report, the users connected the patient immediately to another ventilator; no patient consequences have occurred.